Event description:
Note: the event date is unknown. It was reported to boston scientific corporation in 2008 that a gi retrieval balloon was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight are unkown). According to the complainant, during the procedure, the balloon was inflated, then burst in the bile duct. The patient's condition at the conclusion of the procedure was reported to be "unknown".

Manufacturer narrative:
The complainant was unable to provide the suspect upn and the device lot number; therefore, the device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.